Event description:
Customer reported that the case of his insulin pump is cracked. Customer stated that the crack is between an inch and an inch and a quarter long. Customer reported crashing into something leading to the crack on his insulin pump. Customer's current blood glucose reading is 180 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with a minor scratch on display window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.